Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced high blood glucose. The customer¿s high blood glucose were 437 mg/dl, 350 mg/dl 499 mg/dl. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer was treated with syringe. Customer reports insulin exited at the quick release. The customer reported that they did not allege insulin pump was under delivering. The customer also stated that they will not be going to the emergency room due to covid-19. The customer also stated that the cannula was bent. The insulin pump will not be returned for analysis.